Manufacturer narrative:
The device was returned and the evaluation found the part/component fell off inside the body. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use retrieval basket tip that was placed along the guidewire, came off when extracting the stone for a endoscopic retrograde cholangiopancreatography therapeutic procedure. It became impossible to insert the basket. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the detached component was that force beyond the adhesive strength was applied to the guidewire tip during the procedure. This caused the adhesion peeling between the guidewire tip and the distal tip. As a result, the guidewire tip came off. Olympus will continue to monitor field performance for this device.